Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient stated he removed the cartridge from the pump and noticed there was insulin at the bottom of the pump's cartridge compartment. Customer thinks there was a leak from the cartridge. No adverse event reported. A request was made for the return of the device, replacement sent.